Event description:
End user set-up and zero balanced the disposable transducer. Took ao pressure and it was fine. Took lv pressure and it was fine. Took lvg and it dampened. It had perfect wave form but was 1/2 scale. Looked as if pressures dropped so gave pt nitro. There was no pt injury.